Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) difficulty crossing was encountered. The 75% stenosed target lesion was located in the severely calcified and severely tortuous posterior descending artery. The 20mm x 2.50mm nc quantum apex balloon catheter was advanced, but was unable to cross the lesion. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications reported and the patient's status is good. However, device analysis revealed a pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: there was contrast and blood in the hub, inflation lumen, wire lumen and the balloon, which is consistent of having positive pressure applied. A pinhole was noted on the balloon. To verify, positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 10mm from the tip. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage to the device. There was no evidence of any product quality deficiencies contributing to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).